Event description:
It was reported that when the rover was docking it was spraying waste out of the manifold port on top of the neptune rover. The customer had to put a glove over the manifold port. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the field svc rep and the complaint could not be duplicated. The device passed tests and was returned to svc.